Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found that the mobile view station (mvs) power board incoming power fuse had blown. The fuse was replaced and the system was tested. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the system was being plugged into the wall outlet when it was going to be parked, it sparked and blew the fuses in the mobile view station (mvs) power board. No patient was present at the time of the event.